Manufacturer narrative:
(B)(4). As the lot number was unknown and the sample was not available, a batch review was not performed. Root cause was determined as poor aseptic technique. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation. This is the second of three reports associated with this event.

Event description:
During a call to baxter technical services on (B)(6) 2010, the patient stated that she was being treated in the hospital. Additional information from a dialysis nurse obtained (B)(6) 2010 by global pharmacovigilance revealed that the patient began peritoneal dialysis (pd) therapy on (B)(6) 2009 with pd2 ambuflex and ultrabag. On an unreported date in (B)(6) 2010 the patient complained of abdominal pain. On (B)(6) 2010 peritoneal effluent was obtained for culture, and the patient was treated prophylactically with vancomycin(dose and frequency not reported). The nurse stated that the patient was instructed to take the vancomycin over a 10 day period, but the mother gave the patient the entire amount at one time. No adverse reaction was reported. On (B)(6) 2010 the patient was hospitalized due to ongoing abdominal pain. Peritoneal effluent was again obtained. No treatment was administered at that time. On (B)(6) 2010 a peritoneal culture was again obtained the patient was discharged. At the time of this report, the peritonitis had resolved and the patient continued the same pd therapy. The nurse stated the patient has been known to play with her pd catheter, and that the patient and mother have a history of noncompliance. The nurse stated causality was most likely touch contamination and that they have been retrained. The baxter solutions and products were not suspect.